Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the meshgraft ii (B)(6) by zimmer-japan on 9 april 2020 revealed that a proper mesh was not being performed. The cutter blade needed to be replaced and side plate failed. Repair of the device was performed by zimmer-japan on 9 april 2020 which included replacement of the following: cutter, sideplate additional repair included disassembly, clearance adjustment and operation check the device, serial number (B)(6) was then tested and functioned properly. It was repaired, inspected and tested. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action implemented a serial number logbook to correct this issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item/part family and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. Initial reporter- telephone number: (B)(6).

Event description:
It was reported that the device was not meshing properly during surgery. No adverse events were reported as a result of this malfunction.